Event description:
Device 1 of 6 (see MFR report #s: 1627487-2010-03218, 1627487-2010-03219, 1627487-2010-03220, 1627487-2010-03221, and 1627487-2010-03222). The pt received her scs system consisting of an ipg, 4 percutaneous leads and 2 extensions on (B)(6) 2008. It was reported that the pt had received ineffective stimulation while using the system, and she elected to have her system explanted. The pt will receive a medtronic pain pump instead. The device was returned to the manufacturer for evaluation on 10/20/2010. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.